Event description:
A malfunction alarm was reported with a malfunction code of "malf 1," and the device could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup insulin therapy and was provided with a replacement pump by technical support.